Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the lumbar laminectomy for decompression, the plastic on the bovie tip melted and the plastic split looked like melting off but still remained on the tip. Nothing fell on the patient's cavity. No medical or surgical intervention was needed to prevent permanent impairment; the event did not lead to or extend patient hospitalization and no injury occurred.

Manufacturer narrative:
Additional information: b5, d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the device insulation. Eschar build-up observed. Functional testing found that the clear piece of insulation is detached and was not returned. Blue insulation is torn. Likely modifying the insulation to expose more of the electrode and/or using too much power. It was reported that the insulation was damaged, the device melted and has damaged electrode. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not modify or add to the insulation of active electrodes. Use the lowest power setting to achieve the desired effect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lumbar laminectomy for decompression, plastic on the bovie tip melted and the plastic split looked like melting off but still intake on the tip. Nothing fell on the patient's cavity. No medical or surgical intervention was needed to prevent permanent impairment, the event did not lead to or extend patient hospitalization and no injury occurred.